Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker. Insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Insulin pump was unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a motor error. The blood glucose reading was 250 mg/dl. Nothing further was reported